Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction to g2 (inadvertently selected the healthcare professional option when e1 and e2 confirms non-healthcare professional). The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a likely mechanism causing the breakage of the probe might be the following: 1) during the output activation in seal & cut mode, the distal end of the probe was slightly contacting a thin equipment, causing spark generation. 2) a force was applied to the probe during spark generation. 3)cracks occurred in the probe due to the load applied to the probe during tissue grasping and seal & cut output. 4) due to continuous use of the device, the cracks on the probe progressed. This led to breakage of the probe. The event can be detected/prevented by following the instructions for use which state: "do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during a therapeutic laparoscopic colectomy, two tb-0535fcs probe tips broke when a nurse wiped them with gauze after output. The doctor replaced the probes and completed the procedure with a similar device. The probes did not break inside of the patient. There was no patient harm or injury , no user injury associated with the event. Related patient identifier : (B)(6).

Manufacturer narrative:
The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.